Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz leak under the air mix and temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system (dxh 800). Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the retic stain chamber was overflowing and cleared a plug in drain line. The fse verified operation of the dxh 800. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).